Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The left eye (os) was implanted with the lal (sn: (B)(4) on (B)(6) 2022. There were a total of 5 light treatments completed. The patient was unhappy with his vision. On (B)(6) 2022, multiple contact lens options were provided, but the patient was still not happy with his visual acuity. The lal was explanted on (B)(6) 2022 and replaced with a different iol. The explanted lal is in the process of being returned to rxsight for evaluation. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal) was explanted due to the patient being dissatisfied with their vision. Rxsight's first awareness of this event was on (B)(6) 2022.